Event description:
Caller reported a cgm error 42 multiple times without resetting the pump for this error. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump until a replacement is received, which will have updated software, and was advised on steps for handling the replacement and returning the problematic pump to tandem within 10 days.